Event description:
The cartridge of the lifeshield i.v. Plumset seemed to be faulty. Lipids visible on floor and on pump (approximately 20ml). Lipids visible in seams of cartridge. Other staff present reported same problem had happened about a week earlier.